Event description:
Customer reported that the insulin pump was over-delivering insulin. Customer was experiencing a lot of low blood glucose. Customer's glucose reading went down from 70mg/dl to 48mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.